Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the operating room team had disabled arm 4 after encountering errors 23103 and 23105 related to excessive primary and secondary encoder latency. The technical support reviewed system logs and confirmed that arm 4 was disabled, while the biomed described that the arm had been handling issue when the issue arose. The team was advised that a restart could potentially clear the error, but that a service repair would be necessary. The biomedical staff called back to inquire about the system¿s behavior after a restart and whether the arms would move. Technical support clarified that the arms would not move once the system detected a cannula attached to the patient cart and confirmed from system logs that cannula detection was functioning properly. The method for restarting the system¿using the soft power button¿was explained and acknowledged by the customer. After restarting the system, the biomedical staff reported that error 23103 reappeared immediately, requiring arm 4 to again be disabled. Technical support reiterated that service repair was needed and further explained that arm 4 could still be used as a static arm but control from the console would not be possible until repair was completed. The procedure was completed with no patient harm, adverse outcome, or injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the error, but logs showed clearly 23103 and 23105. The fse replaced the extra elbow encoder and shoulder harness on set-up joint (suj4). The system was verified and ready to use. Isi has not received the devices for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
The probable root cause is attributed to the proximal encoder cable harness and the axis 3 encoder.

Event description:
Refer to h11 for follow-up information.